Event description:
Ans was advised in 2009, that a pt with copd (chronic obstructive pulmonary disease) was implanted with two percutaneous leads at t7-t9 for low back and bilateral leg pain the day before. After the leads were placed, the pt began vomiting. The md subsequently implanted the ipg. The md stated the pt bled more than normal and required more electrocautery than normal. In the recovery room, stimulation was confirmed then the stimulation was turned off. Post-op the md advised the pt's spouse that the pt became ill during the procedure, and that the pt was not to eat anything after midnight. The spouse stated that the pt had eaten early the morning of the procedure. Post-op, it took the hospital staff sometime to clear the pt's lungs. It was reported the pt fell before leaving the hospital and then again after returning home. The sales rep was advised on the day after implant that the pt passed away during the night or early morning. The reason for the death was unk and awaiting the results of an autopsy. Additional info has been requested, but is not available at this time.

Manufacturer narrative:
Eval results: the device history and sterilization records reviewed were found to meet specs and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited info related to the pt's medical history and is unable to form on opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.